Manufacturer narrative:
Updated data: a2, b2, b5, d6b, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received which indicated that there was a tear/flail of a bioprosthetic leaflet. It was reported that the transcatheter valve was explanted due to severe prosthetic aortic regurgitation secondary to a tear/partial flail of the bioprosthetic leaflet. It was also reported that the explant may have occurred as result of endocarditis. However, further information received indicated that there was no endocarditis. There was no clear vegetation on the echocardiogram. No organism was cultured. The patient did not have a history of endocarditis and no factors that would have predisposed this patient to endocarditis were present. A non-medtronic surgical valve was then implanted as the replacement valve. Hospitalization occurred as result of the event. The patient was reported as recovered and discharged 2 days following the valve replacement.

Manufacturer narrative:
Updated data: d9, h3, h6 product analysis: the product has been returned and the results of the analysis are pending. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately seven years following the implant of a transcatheter aortic valve, severe intravalvular aortic insufficiency was revealed via transesophageal echocardiogram, accompanied by a new heart murmur. Computed tomography was performed as part of the workup for the failed evolut valve. The patient was asymptomatic, and no treatment was provided.